Event description:
It is reported by the nurse, there was reddening of the skin upon removal of the adhesive. The tissue in this area later broke down and the patient developed cellulitis.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. This was the fourth (4) dressing change on the patient. The product was first applied on (B)(6), 2014. At each dressing change, the skin appeared to be fine and it was on (B)(6), 2014 and the patient had reaction and developed sensitivity to the adhesive. A course of antibiotics was given to treat the cellulitis. Additional information has been requested, however no additional information has been provided to date. Should additional information become available, a follow-up report will be submitted.